Event description:
PICC's (peripherally inserted central catheters) are very common medical devices inserted into an individuals vasculature to administer caustic intravenous drugs. The tip of the catheter lies at the entrance to ones heart. Our hospital's PICC MFR has been informed of a serious safety issue, 4 yrs ago, and has refused to make a change. PICC lines often inadvertently move from their original site creating a multitude of problems leading to blood clots, infection, and prolonged hospitalization. A simple label added to PICC kits and applied to the catheter at time of insertion would provide for safe f/u of these catheters that are often in place for weeks or months. Bard has been contacted dozens of times regarding this issue. They are completely aware of the amount of PICC complications due to undetected movement of their catheters. They were ready to add a label to their kits until they discovered that a labels' patentability is poor. Apparently, profitability won-out over pt safety.